Event description:
The pt received his scs system on (B)(6) 2009 including an ipg. It was reported the pt is having to charge every 3 days. In the past, he had to charge every 4-5 days. The pt was sent a new charger, but it is unk if the time between charging has changed. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.